Event description:
It was reported that the lens was explanted due to halos. The lens was removed and replaced during a secondary surgical procedure with an unknown intraocular lens (iol). The patient required incision enlargement and sutures. The patient outcome is unknown. No additional information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: he device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received on 06/13/2025 that the patient is complaining of poor night vision, experiencing rings and halos, and doesn't feel safe. Section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: june 17, 2025 section h-3: device evaluated by manufacturer: yes section h6: health effect - clinical code: 2140 - visual disturbances device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was received coated in viscoelastic residue. The lens was cleaned revealing scratches on the edge of the lens. One haptic was scratched and chipped. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.